Manufacturer narrative:
(D10) concomitant devices: 300-30-06 - equinoxe preserve stem 6mm: (B)(6). 320-36-03 - eq 145-deg pe 36mm hum liner +2.5: (B)(6). 320-10-00 - eq reverse tray adapter plate tray +0: (B)(6). 320-31-36 - eq glenosphere, 36mm: (B)(6). 320-35-01 - eq small glenoid plate: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced nondisplaced acromial fracture ¿ type 1. As a result, approximately 3 months after initial replacement, sling, rest, and bone stimulator were ordered for the patient. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely due to a bone fracture. The reason for the fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.